Event description:
It was reported that the maryland bipolar forceps instrument was not detected by the robot during intervention; it remained closed on a tissue and clamp removed without using the release system. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken radio frequency identifier (rfid) retainer holder. Additionally, the instrument was installed on an in-house system and failed the recognition test due to the broken holder. The complaint was confirmed by a failure analysis. When the instrument is first installed on the da vinci system, recognition gets checked first by reading the rfid chip. The probable root cause of recognition failure is attributed to communication issues with the rfid chip. The da vinci system may not be able to detect the instrument information found in the rfid chip due to it being damaged, dislodged, or corrupted. The probable root cause of the broken rfid retainer holder could be attributed to damage during use or reprocessing.

Event description:
Refer to h11 for follow-up information.